Manufacturer narrative:
Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device ran by itself and auto ran when the cable was plugged in . It was further determined that the device failed pretest for check function with foot pedal, check function with test hand switch and check function and direction of rotation. It was noted in the service order that the device was going in reverse when it was in the forward setting. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by australia that the electric pen drive device was going in reverse when it was on the forward setting. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.